Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. Insulin in the reservoir compartment. The blood glucose reading is 240 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and occlusion tests. Reservoir passed per specifications with no occlusions observed during analysis. Checked the snap-cap and septum for defects and none were found. Reservoir connected and locked into place properly.